Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: there is a temporal relationship between pd therapy on the liberty cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the liberty cycler and the peritonitis. Additionally, there are no allegations of a device malfunction or leak with the cycler set. Per the pdrn the peritonitis is not related to any fresenius product. All pd patients are at increased risk of infection due to being immunocompromised. Based on the available information, the liberty cycler and cycler set can be excluded as the cause of the patient¿s adverse event.

Event description:
A patient on peritoneal dialysis (pd) for renal replacement therapy (rrt) reported that they had discolored pd effluent during a manual drain. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient presented to the clinic after noting discolored pd effluent. The patient was diagnosed with peritonitis. The pd effluent culture resulted in no growth after five days; however, there was an elevated white blood cell count of 9231 (unknown units). The patient was initiated on antibiotic therapy with vancomycin (route, dose, frequency and duration unknown). The pdrn stated the peritonitis was not related to any fresenius products, but did not provide a suspected cause. The patient is recovering and continuing pd therapy on the liberty cycler.